Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, damaged battery door, and loose latch lock. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The most probable root cause was determined to be a worn expulsor, valves, and expulsor foam. The expulsor, valves, and expulsor foam were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy testing output failed accuracy testing output 21.8 (9 percent). The fault occurred during preventive maintenance, there was no patient involvement.